Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered turret malfunction (does not rotate), the xenon lamp consumption (does not light) and the connection was hard due to wear of the output connector (light guide connection part). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, all the lamps on the visera xenon light source keep blinking when the power is turned on during the pre-use inspection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b3, b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the flashes on the front panel occurred due to a malfunction of the turret and that the lamp lighting failure likely occurred due to exhaustion of the zenon lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: date of event, december 12, 2022. The occurrence was confirmed during the pre-use inspection. There was no delay reported. The defect of this product was discovered during the pre-use inspection, so it is not used for the procedure. Not sure if other products were used.

Manufacturer narrative:
H4 (device manufacturer date was incorrect on the initial report), h6 (type of investigation code ¿4110¿ was inadvertently omitted from the previous follow-up report), and h6 (investigation conclusions code on the previous follow-up report was incorrect).